Event description:
It was reported that a yukon oct polyaxial screw tulip disengaged intra-operatively. During screw insertion, the screw head kept spinning and the screw would not advance. There were no adverse consequences to the patient. The procedure was completed successfully, with a 15 minute surgical delay, by replacing the screw.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the screw housing had disassembled from the screw shank. It was also observed that the screw hexalobe feature was significantly deformed, suggesting excessive torsional load. Complaint history records were reviewed for this lot, and no similar complaints were identified. We were unable to confirm the root cause but, it is possible that over-angulation of the screw, coupled with excessive torsional load, overloaded the screw housing assembly.

Event description:
It was reported that a yukon oct polyaxial screw tulip disengaged intra-operatively. During screw insertion, the screw head kept spinning and the screw would not advance. There were no adverse consequences to the patient. The procedure was completed successfully, with a 15 minute surgical delay, by replacing the screw.